Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: bent stent strut requiring medical intervention. Device issue: bent stent strut. It was reported via trial that the index procedure was in 2008. No predilatation was performed prior to stenting with one xience v stent in the mid lad. The xience v stent was fully apposed in all areas. No procedural complications were reported. In 2009, the patient experienced chest pain and presented to the emergency room with left-sided chest pain, that had been experienced for 7 days, intermittent, lasting up to 30 minutes and worsening with exertion. Nitro eases the pain. The dr. Prescribed angio with ivus, which showed a ruptured [bent] strut in the distal portion of the lad stent. The strut was re-placed successfully with 3 balloon inflations. On discharge the patient was pain free and stable. No additional event or patient information is available.